Manufacturer narrative:
510k: this report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter: synthes employee. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent a surgery for basicervical fracture with tfna. The surgeon decided an internal fixation surgery in consideration of burden to the patient. There was no surgical delay. After the surgery, the hospital suspected that the blade penetrated while the blade had appropriate sliding and the reduction remained at the same position. The surgeon thought that the penetration was caused by porosis. Then, the hospital confirmed that the blade penetrated the bone. The plan of the reoperation is unknown. Concomitant devices reported: unknown nail (part #: unknown, lot #: unknown, quantity #: 1), unknown end cap (part #: unknown, lot #: unknown, quantity #: 1), unknown locking screws (part #: unknown, lot #: unknown, quantity #: unknown). This is report 01 of 01 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.